Manufacturer narrative:
Complaint conclusion: as reported, a 4x200mm 155cm saber rx balloon catheter (bc) was delivered to the lesion in the superficial femoral artery (sfa) and inflated when it ruptured at four (4) atmospheres (atms). The device was replaced with an unknown high-pressure balloon catheter to complete the procedure. It was noted that the severely calcified condition of the lesion may have contributed to the rupture. There was no patient injury reported. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally. The contrast media being used was iopamiron. The inflation device being used was a non-cordis device. The same indeflator was used successfully with other devices. There was no resistance/friction encountered while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction encountered while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The device did not have to pass through a previously placed stent. The balloon did not seem to ¿stick¿ to a stent. The balloon was inflated twice. The balloon catheter did not kink while being used. The product was removed intact from the patient. The device was not returned for analysis due to the patient¿s infectious disease. A device history record (DHR) review of lot 17710359 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (severely calcified lesion) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can damage the balloon, which was also suggested by the customer. According to the information for safety in the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a saber balloon catheter (rx4mm20cm155) was delivered to the lesion in the superficial femoral artery and inflated when it ruptured at 4 atmospheres (atms). The device was replaced with an unknown high-pressure balloon catheter to complete the procedure. It was noted that the severely calcified condition of the lesion may have contributed to the rupture. There was no patient injury reported. The device was clinically used and will not be returned due to infectious disease. The device has been discarded due to infectious disease. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally. The contrast media being used was iopamiron (bracco). The inflation device being used was a non-cordis device. The same indeflator was used successfully with other devices. There was no resistance/friction encountered while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction encountered while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The device did not have to pass through a previously placed stent. The balloon did not seem to ¿stick¿ to a stent. The balloon was inflated twice. The balloon catheter did not kink while being used. The product was removed intact from the patient.